Event description:
It was reported by an arthrex agency owner that on (B)(6) 2019, the patient underwent a left carpal tunnel release surgery performed by the surgeon. On (B)(6) 2019, the patient presented to a physician¿s assistant for her first post operative visit and complained of swelling, shooting/stabbing pain and numbness in the left first, second and third finger. A follow up appointment was scheduled for one week to be reevaluated by the surgeon. On (B)(6) 2019, the patient presented to the surgeon with complaints of pain 9/10 and continued numbness in the left second and third fingers, numbness in the palmar aspect of the fingers as well as over the dorsal aspect, swelling and intermittent shooting numbness into her fingers. The surgeon¿s assessment was that the nerve was waking up from being compressed and a two week follow up was scheduled. On (B)(6) 2020, the patient presented to the surgeon still with complaints of significant pain, severe paresthesia, cold intolerance, tenderness over the palm of the hand and swelling. The surgeon's exam noted positive tinel sign, paresthesia in the median nerve distribution and numbness in the radial nerve distribution over the back of the hand. The surgeon noted that he was concerned about the amount of pain and was suspicious of an incomplete release of the transverse carpal ligament and referred the patient to another surgeon at a different facility. On (B)(6) 2020, the patient underwent a left open carpal tunnel release followed by internal neurolysis of the median nerve and microscopic reconstruction/repair of the partial median nerve laceration with sural nerve cable grafting performed by the second surgeon. During this procedure the surgeon noted that he found a laceration of the ulnar 60-70% if the median nerve which necessitated a nerve graft from the patient's ankle. During follow up appointments the patient still complained of pain as well as limited motion. On (B)(6) 2020, the patient was diagnosed with left median nerve neuralgia and a pain management provider recommended left median nerve blocks and topamax for neuropathic pain.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.